Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical trachea tube was leaking air at the air bag. The tube was replaced with a new sputum trachea intubation tube. There were no reported adverse events.